Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6); there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Investigation result of testing and inspection record release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. Root cause: from the above-mentioned investigation results, we did not observe any abnormalities in the manufacturing process of the lot number in question. The filter media of the product in question consist of a rough-pore pre-membrane (the first filter membrane) and minute-pore main membranes (the second through eighth filter membranes). According to the data at the time of designing of the product in question, there is a possibility of white blood cell contamination when the particulate removal rates are low. However, as mentioned above, the particulate removal rates of the lot number in question were within the standards and did not show a low tendency. Therefore, we were not able to identify the cause of the event. Leukoreduction failure is commonly caused by the following factors: 1) analysis affected by blood properties of donors the following blood properties (including cold agglutinin*1) or blood conditions on blood collection may cause wbc count failures. For the details, please refer to the excerpt from the literature. Spurious counts and spurious results on wbc counts (spurious increase) *2 platelet aggregates / large platelets nucleated red blood cells rbc resistant to lysis immunoglobulin lipids microorganisms / bacterial aggregates *1: ann lab med., 2018, 38(4), 371-374. *2: int. Jnl. Lab. Hem. 2007, 29, 21¿41, table 1. 2) pressure loaded on filter media where a physical stress on filter media is greater than what is expected, trapped white blood cells are pushed out of the filter media and may result in leukoreduction failure. For the prevention of leukoreduction failure, the instructions for use (IFU) of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood". The product concerned (bb*lgq606a6) is intended to collect 500ml±10% (450 to 550ml) of whole blood. When blood exceeding the specified volume is filtered, it is likely to cause occlusion in the filter media due to blood aggregation. It would be appreciated if you could be mindful of the total blood volume collected during blood collection.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.3, h.6 and h.11. Investigation: investigation result of manufacturing process the product concerned is manufactured as per the following flow by being conveyed in the automated equipment. (1) fill the sealed bags with solution (2) connect the sampling arm and the filter assembly (3) transfer the bag sets on the sterilization tray and conduct autoclave sterilization (4) after sterilization, coil the tubing and put a bag set in a blister tray by the operator (5) pack the blister by sealing the top film with heat in making the leukocyte reduction filter, the filter media are punched, stacked, and put in the hard housing. The filter media of the product concerned consist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). The specifications of the particulate removal rate have been set and controlled for each filter medium, and only the filter media that have conformed to the specifications are used in the assembling process. Factors to be controlled for filter media ¿ particulate removal rate the pores of the filter media are likely to be minute where the particulate removal rate is high. In other words, the pores tend to rough where the rate is low. If the pore is relatively rough, it may cause an elevated residual wbc count (leukoreduction failure). We reviewed each manufacturing record of the lot number in question and there were no equipment trouble or deviation relating to the issue. We confirmed that the particulate removal rates conformed to the specifications. Investigation result of testing and inspection record release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on a sample basis. We reviewed each testing and inspection record of the lot number in question and there were no abnormalities in all test items. The products conformed to our in-house specifications. We received the leukocyte reduction filter in question (B)(6) and we conducted the following investigation. Investigation result of returned set. The residual blood in the filter was filtered through a sieve (mesh size: 90 m). No blood aggregates were observed. We injected normal saline into the filter and measured the flow rate. It was a relatively slow flow at a rate of 10 ml/min. We disassembled the filter to confirm the condition of the filter media (membranes). We confirmed that the number and the front and back of filter media were normally incorporated. We confirmed that no blood aggregates attached to the filter media. We dyed the filter media with toluidine blue for observation. We noticed that the second and third filter media from the inflow side of the filter were dyed dark. Updated root cause: in the investigation stated above, the flow rate of normal saline was slow, and the second filter medium from the inflow side of the filter was dyed dark. We therefore speculated the possibility that occlusion had occurred due to the aggregation of white blood cells or platelets, or due to highly viscous blood. Additionally, this unit was positive for cold antibodies according to the information provided; therefore, blood components may have been aggregated due to cold agglutinins. When occlusion occurs in the filter due to such aggregates, blood is filtered by the filter area which is smaller than usual, and the linear speed (flow rate per unit area) increases and consequently leukocyte leakage may occur. For the lot number in question, we did not observe any abnormalities in the manufacturing record or the testing and inspection record; therefore, we were not able to identify the specific cause of the occurrence of the issue. It would be appreciated if you could consider the following items to reduce the risk of occlusion due to blood component aggregation. 1) invert the collection bag several times after blood collection to reduce the risk of forming blood aggregation, 2) evenly disperse the separated blood components before the start of filtration to reduce the risk of having less blood flow.